Event description:
It was reported that during an implant procedure on (B)(6) 2019, after puncture was performed, the wire was inserted into the blood vessel. And, after the sheath was passed through the wire, when it was inserted into the blood vessel, it could not be inserted at all. When it was taken out from the patient's body once, and checked the tip of the sheath, the tip of the sheath was found to be lifted. For this reason, it was replaced with another of same device, and it was tried to insert, but the same case occurred. Then, it was replaced with a sheath of different product, and the operation was completed without issue. No adverse patient effects were reported. This procedure was performed by dr. (B)(6) at (B)(6) hospital in (B)(6), japan. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).